Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized several years ago with high blood glucose levels and a site issue. The customer did not provide more details about the event. The customer also reported a no delivery alarm at the time of the call. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer that the problem is at the insertion site. The customer removed the infusion set, and the cannula was bent. Advised the customer to change the infusion set. Nothing further was reported.